Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts. Evaluation also determined the battery compartment was cracked and there was a display failure; however these issues are not the reason for this report.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.